Event description:
Medical affairs was unable to get a hold of the patient or the patient's family member and will be sending a letter. Patient was taken to the ER because their blood glucose was in the 30's and 60's on their meter. Patient was tested in the hospital and the blood glucose was over 400mg/dl; however, the lab result came as 286mg/dl. Patient was given 5 units of insulin. Patient did not have qc items to check the meter. Customer service was unable to resolve the issue and sent patient a new meter.